Event description:
It was reported that during an unknown procedure, the anvil would not release for the device once fully extended. The device was not used on the patient as they could not remove the anvil from the cdh. They opened another device to complete the case. There was no delay to the procedure. There were no patient consequences or change to post-op care.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 04/28/2022. D4: batch # 330a16. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29b device arrived with no apparent damage. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the trocar was damaged and does not allow the anvil to properly assemble on the device. Once the anvil was attached to the device it was difficult to remove. No functional test was performed due to the condition of the trocar. The damage noted on the trocar has been correlated to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.